Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: b5. No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection revealed tamper seal label was missing and scratched liquid crystal display lens screen. A cassette was attached and performed functional testing, which passed. The reported problem could not be duplicated; however, the problem was found in the event history log. Root cause could not be determined. However, replaced the downstream occlusion sensor. Corrected data: d3:manufacturer name.

Event description:
Additional information received on 01-aug-2021: no patient involvement with these pumps. No additional information provided.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was not reading cassette. No adverse effects were reported.